Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 240 mg/dl. The cartridge and infusion set had been in use for 4 days and the customer thought the occlusion was site related. However, as the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to confirm if the site was the cause of the occlusion.